Event description:
Revision surgery - the pt had limited flexion.

Manufacturer narrative:
The reason for this revision surgery was to remedy limited flexion after 1 year of pt use. There is no info in this complaint about any pt injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The device was not returned to djo surgical for exam. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report shows this is the fifth complaint for this part number (three instability, one infection), and the first complaint for this lot number. The root cause for the limited flexion was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness. The revision surgery was completed successfully.